Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completed of the investigation.

Event description:
The customer reported an intermittent failure of the device to recognize the therapy cable and an associated opcheck failure. There was no patient involvement reported.